Event description:
It was reported that the device had a power on reset occur. There was no intervention taken. Device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset parameters occurred once for critical ram parity error on (B)(4) 2011 20:05:26. Additionally, one patient alert for power on reset occurred on (B)(4) 2011 19:05:26. Diagnostic information is consistent with the reported event.

Event description:
It was reported that the device had a power on reset occur. It was also reported that the patient had been exposed to a magnet. The device was reprogrammed and the lead integrity alert was reinstalled. The device remains in use. No patient complications were reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset parameters occurred once for critical ram parity error on (B)(6) 2011 20:05:26. Additionally, one patient alert for power on reset occurred on (B)(6) 2011 19:05:26.